Event description:
It was reported that prior to the start of a surgical procedure at the user facility, the device was producing metal shavings; it was reported that no metal shavings entered the surgical site. The pt was reported to have been in the room but not involved. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device did not produce metal shavings during the device eval. Worn components were replaced and the device will be returned to the user facility.